Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the circumflex (cx) artery. The physician attempted to place the 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, it was discovered that one proximal stent strut was flared. No pt complications were reported. Pt status reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.